Event description:
Reportedly, surgeon complained that the vessel sealing takes a long time and on some occasions it doesn't even cut. Also after cutting tissue bleeding occurred on the cut parts. So we changed the transducer and it worked fine (fast speed and no bleeding).